Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer's blood glucose was 187 mg/dl. The customer stated that while filling the tubing his insulin pump alarmed no delivery just prior to getting motor error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was unable to troubleshoot for no delivery alarm caused he discarded the set ad his device is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm or excessive no delivery alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.